Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The loading unit was received with a full complement of staples. The knife assembly was disengaged and bent. The pusher thumb piece was intact. Functional testing was precluded due to the observed damage. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the reported condition occurs when the firing handle is over retracted prior to firing. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, for the first firing of gastroenterostomy (open), the nurse felt strange when he/she connected the cartridge to the instrument. The surgeon said plastic part was so small that could not connect the cartridge to the instrument properly. The surgeon tried to fire the device in question; however, it did not work smoothly. The cartridge was not usable. Replaced by new cartridge; however, the same event occurred. The status of the patient was reported as no problem.